Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the sample was contaminated. There are no anomalies. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 18.0 diopter intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to visual disturbances. A vitrectomy was required and it was noted the replacement lens was a non-johnson and johnson surgical vision iol. The patient has recovered. No additional information was provided.